Event description:
A report was received that half of a broken lead was left at the patients body during a trial procedure.

Event description:
A report was received that half of a broken lead was left at the patients body during a trial procedure.

Manufacturer narrative:
Sc-2316-50e sn: (B)(4). Device evaluation indicated that the device passed all tests performed.